Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. Data log reviewed, no motor current (mc) spike or placement signal issues observed. Impella position in aorta alarms seen at p2 which correlated with incident impella cp migrated to aorta when fellow was attempting to reposition. Positioning issues: the cause of positioning issue most likely use related since impella cp migrated to aorta when fellow was attempting to reposition. Hemolysis: urine was red and labs result hemolyzed, impella measuring deep on echo. The cause of hemolysis issue most likely was improper positioning related due to improper technique.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device was mechanical circulatory support and experienced malpositioning of the device with hemolysis leading to intervention and device explant. The patient was taken to the catheterization lab for stent placement to the mid circumflex artery. During this procedure, the patient became hypotensive, and the decision was made to place the patient on an impella cp device pump. The impella cp was inserted utilizing micro puncture with good position noted on fluoroscopy. The peel away sheath was removed utilizing best practices and the repositioning sheath was placed with forward tension sutures. Angle matched sterile dressing was placed over the impella site with perclose sutures intact in stopcock. Approximately 11 hours after implant, an intensive care unit (ICU) update noted the patient continued to rest on impella support. The patient was noted to have red urine and hemolyzing labs, with the impella cp measuring deep via echocardiogram. The impact of poor positioning was discussed and the team advised they would reposition the pump. Now 14 hours after implant, the customer support team was contacted as the impella had positioning issues and position in aorta alarms. The performance level was reduced to p-2, and the alarm was not silenced. The fellow attempted to reposition the impella cp, was unsuccessful, and the pump migrated to the aorta. The pump was successfully exchanged for a new impella cp using the repositioning sheath re-access port. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a4. Patient weight is unknown. As noted in the impella instructions for use (IFU): impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿